Event description:
The product was used during a hemicolectomy procedure. Reportedly, the staple line did not hold. Approx fourteen day post-operative, the surgeon performed a re-operation and oversewed the application site. The hosp has reported that the pt's condition is satisfactory.